Manufacturer narrative:
The suspect device was returned for evaluation. A visual inspection was performed; a segment of the black distal tip was found stretched and detached from the catheter body. A tactile inspection was also performed, and no kinks were observed along the catheter length. The damage may have taken place during merit's production process or after the catheter was removed from its packaging. The root cause remains unknown; however, potential contributing factors could include the patient's anatomy during the procedure or hard residue inside the lumen. In such cases, forceful withdrawal of the catheter or inserted accessories, or the use of non-validated force, may result in stretching or deformation of the device, even if the device initially met specifications. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found.

Event description:
Account report that during a procedure the tip of the catheter detached between hydrophil/ non hydrophil part. The tip was retrieved using a snare. A replacement catheter was used to complete the procedure. The patient is recovered.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.